Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the fiber broken off and a small piece of the fiber remained in the console fiber port. There was no patient involvement at the time the issue was presented. This report is for fiber break.